Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. The instrument damaged insulation had missing material approximately 0.032" x 0.059" in size. The maryland bipolar forceps instrument was also found to have an imprecise motion failure. This instrument¿s pitch axis was not moving intuitively, i.e. It was not following the master tool manipulator (mtm) input commands smoothly. The instrument grip did not move intuitively at the pitch orientation. The instrument was found to have an input disk broken. Input disk #5 was found completely detached from the base of the housing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. A review of the logs showed multiple 22020 error codes, indicating the instrument failed to engage in the field. The instrument was retested and passed recognition and engagement in-house testing on both attempts.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the maryland bipolar forceps instrument was not recognized by the system. The procedure was completed with a back-up instrument and no reported injury.